Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a recurring 'lo' (reading <40 mg/dl) message while wearing the sensor and experiencing symptoms described as vomiting and dizziness. Customer was seen at a hospital where she was diagnosed with hyperglycemia and treated with "serum and insulin (dose/type unknown)" via injection. There was no report of death or permanent injury associated with this event.